Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon noted during irrigation and aspiration part of cataract surgery that she thought she saw a capsule tag but under further investigation it was actually a descemets tag at the primary incision on a patient's right eye during a laser assisted cataract procedure. It was reported to be triangular in shape with th point more central. An air bubble was placed in the anterior chamber at the end of the case which did not quite reach the visual axis. It was reported that a lot of bubbles occurred during hydrodisecting and a new syringe was asked for by the surgeon. The surgeon had placed the primary incision more anteriorly than normal due to patient's high amount of hyperope. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).